Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed refractory pulseless ventricular tachycardia. Multi defibrillation was administered and amiodarone and lignocaine were given respectively. Additionally, approximately seven (7) days after implantation, slow cardiac recovery was shown but persistent atrial fibrillation with use of amiodarone.